Event description:
Customer reported one sars-cov-2 tma run, (B)(6), using assay lot 288607 on panther instrument sn (B)(4) which had one discrepant sample. Customer ran different methods for covid-19 testing, and the sample in question resulted negative on the abbott methodology and positive on the panther. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. There was no indication of which results were reported to patients.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and informed customer that different methodologies have different sensitivities. Ts found no instrument or reagent preparation issues and explained that low-target samples may not repeat when retested. Ts advised customer to report the first valid result per package insert. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.